Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft fracture occurred. The 95% stenotic lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) coronary artery. Two taxus drug eluting stents were deployed in the lesion. The physician attempted to perform a kissing balloon technique in the lad and the 1st diagonal branch (d1) coronary artery. The 12mm x 2.25mm quantum maverick monorail was advanced and difficulties crossing the lesion were encountered. The customer advanced the balloon catheter by "pushing and tapping" and a shaft fracture occurred. The device was removed without incident and the procedure was successfully completed with a 2.25mm x 12mm maverick2 monorail balloon catheter. No patient complications were reported. Patient status is reported as "good".